Event description:
This is an international report of a minicap that was found to be cracked/broken. The product has not been used in patients. There was not patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cap is manufactured in the (B)(4), the process in the (B)(4) plant is, (B)(4). The process was reviewed and there was no potential factor found that would cause this kind of occurrence. The root cause is undetermined. The (B)(4) plant (supplier of caps) was notified about previous similar complaint in order to perform the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.